Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. At the time of the shock, the shock reduction technology was enabled and in its default settings. The device remains in use. No further patient complications have been reported as a result of this event.